Event description:
It was reported that the unit had a volume error (low tidal volume). The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date rec¿d by MFR : 04jun2019. There was no patient involvement . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.